Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During a routine shift check by a clinician, the device displayed a "bridge test failed" message. There was no pt involvement in the reported malfunction.